Manufacturer narrative:
Patient code: no longer applies to this event.

Event description:
It was later reported that the cause of the bladder infection was chronic and was prior to her implantable placement. The bladder infection was not related to the device or therapy. The bladder infection was being resolved by chronically being managed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that number of program was changed with helped. It was also reported that the issue was not resolved since the patient had a bacterial bladder infection that has to be taken care of before the issue could be entirely resolved.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0xdah, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that, during programming after being implanted, she felt stimulation in the perinium area. However, when they tried a second time, it was different and they felt it in other areas (down her leg) and they had to increase. The patient was requesting instructions as she was originally provided instructions from the manufacturer representative (rep) while under general anesthesia. She couldn't remember what the specific instructions were for her particular situation. The patient then declined review of basic functionality. This all occurred the day of implant. Additional information received from the healthcare provider (hcp) in response to follow-up reported that different programs had been tried. The clinician programmer had been used to check the programs. The patient had follow-up on (B)(6) 2015. It was unclear why the programs were not working. Program 4 was going to be tried for at least a few days. The patient was instructed to repeat bladder diaries and to follow up in a week. If no improvement was seen, they were going to reprogram. If this was unsuccessful, they would maybe need to do a lead revision. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional follow-up was performed to determine if the issue had been resolved. This event will be updated if additional information is received.